Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a fracture of a right atrial (ra) lead with both high and undefined impedance noted. It was further reported there was over sensing and noise on the ra lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.